Event description:
It was reported to resmed that an astral device battery was not holding a charge and displayed a battery inoperable error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service centre for evaluation. The reported complaint could not be confirmed. The device was serviced and fully tested before it was returned to the customer. An investigation determined that there was no fault found with the returned device. The device was performing to specifications. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device battery was not holding a charge and displayed a battery inoperable error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed, therefore, resmed is unable to confirm the alleged malfunction at this time. If additional information becomes available, a supplemental report will be submitted. Resmed reference#: pr (B)(4).